Event description:
The consumer reported that everything during the trial worked wonderfully. The patient was implanted for fecal incontinence on (B)(6) 2016. The permanent implant worked the first couple of days and then the patient started to have constipation. The patient had a (B)(6) percent or greater symptom reduction in their fecal incontinence symptoms, but started to get constipation more often on (B)(6) 2016. The patient did have constipation before, but not like this. The patient could go 2 to 3 days trying to go to have a bowel movement and then they could only get a pellet out. Then the patient had these "humungous, mushy, not formed bowel movements." Before the patient was implanted they had fecal incontinence where they had to wipe and wipe and wipe their stool and couldn't get it to go away or get it all and had to wear a pad. The wiping and fecal incontinence had come back a little bit for the patient and the patient was at the point where the fecal incontinence was better. The patient was wondering if there could be anything done about the new symptom of constipation that they were experiencing. There were no trauma or falls that could be related to the issue. The patient was on program 3 and wanted to change programs. The patient changed to program 4 at 1.2v and felt stimulation comfortably. The patient had not felt stimulation since they were implanted. The patient was getting (B)(6) percent reduction in their fecal incontinence symptoms. The patient had a crusty area near their implant scar. On (B)(6) 2016, therapy had not provided relief for the patient since implant. The patient had tried all 3 programs with no success. The patient came home with program 2 activated and that caused intermittent constipation issues. The patient had not had success on the other 2 programs either. The health care provider (hcp) did not give the patient guidance on how long to stay on a program. The patient would have an appointment this week and would review their results then. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.